Event description:
A malfunction alarm for a malf 12 code was reported, but there were no notable events prior to this malfunction, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Initially, the customer did not have the necessary equipment to reset the pump, but after receiving instructions, they were able to reset it successfully, and the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction recurred.